Event description:
The customer reported to customer service that the power supply for her breast pump is twisted, kinked and bent and has exposed wires from which she witnessed sparking.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to f/u with the customer to get add'l complaint info and to get the product back, including a final attempt by letter on (B)(4) 2012, were unsuccessful. As of the date of this report, the product has not been rec'd. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.